Manufacturer narrative:
This submission is for the 1q19 asr serious injury events for endosseous dental implants under asr exemption # 1997021. This report summarizes 3662 serious injury events. 1246 events were due to loss of osseointegration ((B)(4)). 1923 events were due to the device failing to osseointegrate ((B)(4)). In 8 events, there was no known device problem reported ((B)(4)). 377 events involved fracture of the device or a component ((B)(4)). 14 events involved an improper or incorrect procedure or method ((B)(4)). In 7 events, the device was malpositioned ((B)(4)). 81 events involved a failure to separate of a device or a component ((B)(4)). In 5 events, a positioning failure was reported ((B)(4)). In 11 events, it was reported that a device or a device component was cracked ((B)(4)). In 62 events, there were issues reported with a screw component ((B)(4)). In 130 events, there were issues reported with a mount component ((B)(4)). In 10 events, it was reported that the device was difficult to insert (device problem code: 1316). 4 events were due to material deformation ((B)(4)). 3 events were due to the device material being twisted or bent ((B)(4)). In 2 events there was a mechanical problem identified ((B)(4)). 4 events were due to a mechanical jam ((B)(4)). 1 event was due to an issue with a driver component ((B)(4)). In 3176 events, there was no device problem found during evaluation. In 372 events, a fracture of a device or device component was found during evaluation. In 337 events, a stress problem was identified during evaluation. In 128 events, an operational problem was identified. In 41 events, a friction problem was identified. In 21 events, a deformation problem was found during evaluation. In 25 events, there are no findings available because the device was not returned for evaluation.

Event description:
This report summarizes <noe> 3662 </noe> reported events. This submission is for the 1q19 asr serious injury events for endosseous dental implants. This report summarizes 3662 serious injury events where patients' experienced endosseous dental implant failure. Of these events there were: 269 events where erosion occurred. 5 events where tissue damage occurred. 640 events where inflammation occurred. 672 events where infection occurred. 1 event where abscess occurred. 368 events where patients' experienced osteolysis. 1 event where a patient experienced sinus perforation. 21 events where patients' experienced pain. 2 event where a patient experienced swelling. 2 events where wound dehiscence occurred. 3 events where patients' experienced fistula. 1 event where a patient experienced hypersensitivity. 1 event where a patient experienced inadequate osseointegration. 1 event where device fragments are still in a patient's jaw.